Event description:
Information was received from a healthcare professional regarding a patient with an implantable drug infusion pump. The pump is delivering bupivacaine at a concentration of 1 mg/ml with a dosage of 0.172 mg/day and morphine at a concentration of 20 mg/ml with a dosage of 3.455 mg/day for treating spinal pain. It was reported that the pump reservoir was empty, and that the empty pump alarm was occurring. Logs show that the empty reservoir occurred on (B)(6) 2016. It is unknown whether the patient missed a pump refill. Troubleshooting resolved the reported event. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.